Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related, svn (B)(4), complaints text (B)(6) 2018, (B)(6), initial notes: cust notice yesterday on top of the res slot notice it was separating, bg: was 120 on (B)(6) 2018 inquired what led up to the complaint. Customer response: cust hand brush up against the pump bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Type of damage: crack. Location of the damage: on top of the res slot . How damage occurred: does not know . Customer reports damage to the pump. Details of the damage: cust had crack on top of res slot and does not know how it happened. Adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the pump will need to be replaced. Explained the rpl policy. Explained the interaction aftercare email. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: cust decline to t/s for low bg, cust to receive rpl pump additional notes: cust had unexpected high and low overnight, bg:185, and low bg:55 and treated ship: mmt-751 / return: mmt-751.